Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation 05-feb-2026. As such, section d9 has been populated. It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a pentaray nav and during the operation, the device (including port, luer hub) was not irrigating. Additional information was received on 11-feb-2026 which indicated that they used a compression band, instead of a pump. Device investigation details: visual inspection and irrigation test of the returned device were performed following j&j procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. Irrigation testing was performed and no issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a pentaray nav and during the operation, the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on the patient. Additional information was received on 05-jan-2026 and it was indicated that the device was used in the patient. About 0.9% sodium chloride solution was used, plus 500 units of heparin pressure bag. The issue was discovered when the conduit did not release water. The irrigation issue was resolved by replacing the pump and flushing, the puncture needle's inner core guide wire is not connected. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. Clarification has been requested to obtain information on what brand/model pump was used. Also, to clarify what the suspected device is for the reported flow/irrigation issue (catheter or pump). With the information currently available, this event is being reported against the catheter. If additional information is received, the event will be re-assessed accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).